Manufacturer narrative:
Tracking #.46132. Based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported event during surgery occurred due to a yielded cartridge nose weld and a three jammed staples in the nose. The instrument was rec'd with a yielded nose weld and three jammed staples in the nose which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached if the three jammed staples caused the nose weld to yield or if the y ielded nose weld caused to the staple to become jammed in the nose.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.